Manufacturer narrative:
Device is a combination product. E1: initial reporter address: (B)(6). Device evaluation by MFR.: synergy ous mr 3.50 x 16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified artery. A 3.50 x 16 synergy drug-eluting stent was advance but it got caught in the lesion area, then the stent strut got flared in the distal part. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified artery. A 3.50 x 16 synergy drug-eluting stent was advance but it got caught in the lesion area, then the stent strut got flared in the distal part. The procedure was completed with another of same device. There were no patient complications reported.